Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device runs even when the switch was not engaged was confirmed. An assessment was performed and it was observed that the device had unintended motion. During repair it was observed that there were signs of immersion, the electronic control unit (ecu) was corroded, and the motor¿s internal electronic components were corroded. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a hemilaminectomy surgical procedure it was observed that the electric pen drive device ran even when the switch was not engaged. It was reported that there was a five minute delay in the procedure due to the event. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.